Event description:
Related manufacturer reference number: 1627487-2023-02379. Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced, addressing the issue. During the procedure, lead diagnostics measured invalid impedances. As a result, the lead was replaced to address the issue (related manufacturer reference number: 1627487-2023-02379).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may occur to address the issue.

Manufacturer narrative:
B3: date of event is estimated.